Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance measurements were not available for the implantable pulse generator (ipg) but the device was functioning well otherwise. No intervention was taken or planned. The device remains in use. No patient complications have been reported as a result of this event.